Event description:
Additional information received from the patient reported she did not notify her managing physician about the battery depletion. She noted the battery depleted due to the charger being broke. She went to charge it before it was completely dead, and that was when she found the charger broken and before she could get a different one, she used it up. The patient indicated there were no symptoms related to the battery depletion, just achy legs and back hurt which were normal for her. The issue was noted as resolved and the patient appreciated all the help and kindness she received.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Cable assembly connector pins broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported on 2016-02-26 that their implantable neurostimulator (ins) recharger (insr) was not taking a charge from the power supply, and their ins was dead. Their spouse stated that the desktop charger (dtc) connector pin appeared to be damaged, but the equipment was not with the patient to verify this. The issues had occurred two days prior. A replacement insr was sent to the patient. The patient called back on (B)(6) stating that they received a replacement insr, but the dtc was the part with the issue. The dtc would not charge the insr, and had a loose connector pin. A replacement dtc was then sent to the patient. There were no related patient symptoms reported, and the indication for use was degenerative disc disease / herniated disc pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.